Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify off no power anomaly due to blank display. The insulin pump has cracked case at the display window corners, belt clip slot, minor scratched display window and stained end cap sticker.

Event description:
It was reported that the insulin pump was not working and would go off. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.